Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n312 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n312 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. Photographs were provided by the customer for evaluation. The kit and smart card were not returned. Review of the customer provided photographs verified that the drive tube leaked as blood splatter is visible on the centrifuge chamber walls. A cut was verified in the lower drive tube during evaluation of the photographs. A material trace of the drive tube assembly and its components used to build n312 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The reported drive tube leak is verified based on the photographs provided; however, the root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 17-dec-2024

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the drive tube leaked during the treatment after 1556 ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned photographs for investigation.